Event description:
A field service engineer (fse) reported observing a burnt wire on the interlock, hard drive, and speaker harness of the access 2 immunoassay analyzer during installation. The fse stated that there were no patient samples being run at the time of the event and no erroneous results were generated. The fse stated that there was a small amount of smoke by the instrument and the instrument had gone into the "not ready" state with communication errors. No flames were seen and the fire department was not called. There was no report of injury associated with this event.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and discovered that the interlock, hard drive and speaker harness had a burnt wire as it was pinched between a metal frame and the side cover. The fse replaced the harness and fuse on the backplane to resolve the issue. Upon recurrence of this event, there would be no risk of generating erroneous results as the instrument would not be operational. The access 2 immunoassay analyzer meets compliance, design and application standards of internationally harmonized safety standard (en 61010) for electric and fire hazard. (B)(4).